Manufacturer narrative:
An event regarding fracture of the connection flange (tab) in the 80mm extension piece involving a gmrs distal femoral component was reported. Conclusion: based on the limited information provided there is no indication or allegation that device reported in this investigation contributed to the event. Fracture of the 80mm connection flange (tab) occurred at the point of connection to the 40mm extension piece. The reported distal femoral component would have to be explanted in order to access the fractured extension piece. The 80mm extension piece within the pi will undergo investigation. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had an krh all-poly tibia & gmrs distal femoral component long cemented stem with multiple extension pieces at (B)(6) about 10 years ago. Plan was to go in and revise tibia to mrh baseplate with modular cemented stem and leave the femoral component in place. Upon entering the knee joint a large amount of "black tissue" was seen in the knee joint/capsule. When the knee was dislocated it was discovered that the femoral component is loose at one of the extension piece junction. A fracture was seen on the 80mm extension piece with a large portion of metal missing at the connection flange. The procedure carried on in the standard fashion with the long cemented stem staying in place and a new gmrs distal femur was implanted with mrh tibia.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to surgeon refusal. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient had an krh all-poly tibia and gmrs distal femoral component long cemented stem with multiple extension pieces at (B)(6) about 10 years ago. Plan was to go in and revise tibia to mrh baseplate with modular cemented stem and leave the femoral component in place. Upon entering the knee joint a large amount of "black tissue" was seen in the knee joint/capsule. When the knee was dislocated it was discovered that the femoral component is loose at one of the extension piece junction. A fracture was seen on the 80mm extension piece with a large portion of metal missing at the connection flange. The procedure carried on in the standard fashion with the long cemented stem staying in place and a new gmrs distal femur was implanted with mrh tibia.